Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1 gram, intraperitoneal and once daily for 5 days) and imipenem injection (1gram, intraperitoneal and once daily) for peritonitis. Treatment with antibiotics were ongoing. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.